Event description:
On (B)(6) 2014, the patient animas, alleging a prime (unexplained loss of prime) issue. The patient stated that the pump kept losing prime despite changing the cartridge twice. The patient had reportedly used two cartridges from the same box, and then used a cartridge from a different box but the loss of prime issue continued. The patient confirmed proper use and preparation of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings:a review of the black boxed showed a loss of prime had occurred. An ezprime sequence and a 24 hour duration test were successfully performed with no alarms or loss of primes occurring. The force sensor was found to be out of calibration. There was no contamination or damage found to the force sensor circuit. The complaint could not be duplicated on investigation.